Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Study ID: (B)(6). Greater tuberosity fracture while removing a tornier total shoulder. Orif of greater tuberosity was performed. Metaphysis and poly insert were replaced only.

Manufacturer narrative:
The removal of the insert is a consequence of the removal of the metaphysis. The issue is not related to the device. This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
Greater tuberosity fracture while removing a tornier total shoulder. Orif of greater tuberosity was performed. Metaphysis and poly insert were replaced only. Patient ID: (B)(6).